Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 72213n. The 510k number provided is for the domestic similar product. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The reported feedback suggests that there was a connection issue. From the reported information, there was no patient or user harm in this incident.

Event description:
The reported feedback suggests that there was a connection issue. From the reported information, there was no patient or user harm in this incident.

Manufacturer narrative:
The customers report was not confirmed. The suspect event product as not received for investigation. One 72213n-0006 sample from lot 17106157 was received for investigation inside sealed packaging. A visual inspection of the sample did not identify signs of damage or manufacturing defect which could have contributed to the customer's experience. The sample was subjected to functional testing by spiking it to the received IV bag, priming and running a gravity infusion for over 24 hours; no leakage or spike disconnection was identified throughout testing. It was not possible to confirm the root cause of the reported issue in this instance.